Event description:
Procedure type: tubal ligation. According to the reporter: the inner white seal of onb5stf trocar came loose during a procedure and had to be retrieved in the abdomen. Was the device used in patient, yes. Was there patient involvement, yes. Was there patient injury/hazard, no. Was there user involvement, yes. Was there user injury/hazard, no. List any other products used with device: 1 other onb5stf was used but the seal remained and I will include it in shipment. A 5mm gyrus (B)(4).

Manufacturer narrative:
(B)(4).